Manufacturer narrative:
Occupation is patient/consumer the strips were requested for investigation. Replacement product was sent. The returned test strips were measured on reference meters with a high-level control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of questionable inr results for 1 patient with a coaguchek inrange meter, serial number mg00125821, compared to a laboratory result using an unknown method. At 7:30 a.m., the laboratory result was 2.6 inr. At 11:30 a.m., the meter result was 4.5 inr. The patient stated that they always have to press and squeeze their finger to obtain blood for meter testing. The patient¿s therapeutic range is 2.0 - 3.0 inr.